Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 23-aug-2025, the user¿s caregiver reported that the ilet developed an led crack, which limited access to the device. A replacement was arranged. No blood glucose impact or symptoms were reported, and no medical intervention was required.